Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. Programming changes were made. The patient was in stable condition.